Event description:
It was reported that balloon rupture occurred. The target lesion was located below the knee. A 2.5mm x 20mm x 144cm coyote es mr 2 balloon catheter was selected for use. During the procedure, the balloon rupture. The device was removed without any problem. There were no patient complications as a result of this event.